Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported on (B)(6) 2018, he was unaware of his glucose levels due to his adc meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2018, he experienced a loss of consciousness and broke 3 ribs due to the fall. Customer was taken to a hospital where he received treatment for his broken ribs, diagnosed with hypoglycemia, and treated with a glucagon injection. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported on (B)(6) 2018, he was unaware of his glucose levels due to his adc meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2018, he experienced a loss of consciousness and broke 3 ribs due to the fall. Customer was taken to a hospital where he received treatment for his broken ribs, diagnosed with hypoglycemia, and treated with a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The useful life of precision xceed meter is 5 years. As the manufacturing year of this product is before 2010, it has been in distribution beyond its useful life as of the case awareness date of 11 jul 2018. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. PMA/510(k) was incorrectly documented in the previous initial report. PMA/510(k) has been updated.